Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to recurring incontinence. The patient outcome was reported to be stable.